Event description:
Patient was being monitored - later reported unintended intraoperative awareness during general anesthesia while in the recovery room. Patient said she had recall of the surgery. Anesthesia documented bis monitoring at intervals during surgery: 59, 58, 60. Patients prior to and subsequent to this case had no reports of anesthesia awareness.the patient was successfully intubated on the first attempt. The patient received versed, fentanyl, lidocaine with propofol, and anectine just prior to going into surgery and during anesthesia induction. Anesthesia was induced with versed, fentanyl, lidocaine with propofol, and anectine being given at that time. Surgery started approximately 7 minutes later at which time tracrium was given. The patient received neostigmine with robinol approximately 30 minutes after surgery started, and another dose of propofol and fentanyl 3 minutes later. When anesthesia ended, the patient received another dose of fentanyl. Medications given during the procedure were provided via IV and inhalation (gas). All of the IV pumps used during the case were fully functional and had no problems. No hoses/tubing connected to the anesthesia machine or the IV pumps were bent, kinked, or disconnected unexpectedly during the case. The patient's vital signs were stable throughout the case and did not have significant change. The anesthesiologist is experienced. Likewise, the anesthesiologist is familiar with this equipment. The staff, physicians, and anesthesiologist in the case do not know what may have caused or contributed to the event. The patient has refused further treatment/care related to the surgical awareness. Pre-op documentation indicated that the patient was apprehensive about the surgery. No other patient characteristics were present that may have contributed to the event. ======================manufacturer response for monitoring system, bis vista monitoring system a bispectral index (per site reporter).======================waiting response. Sent out to get the manufacturer to down load monitoring history. No knowledge of problem with equipment.